Event description:
On (B)(6) 2025, 60-year-old male patient underwent a percutaneous transluminal angioplasty procedure using a vaccess balloon, the balloon was inflated and deflated twice before rupture occurred. An inflation device was used (5ml contrast/15ml saline). The balloon was inflated to its maximum atm (16) with each inflation. As the balloon was inflated and deflated as the doctor moved the balloon along the course of the patient's fistula, which had a stent previously placed. The balloon was caught on the stent causing a tear or a rip. Further, the device did not get stuck in the vessel. The ruptured balloon was removed and the rest of the procedure continued using a stronger balloon. There was no injury and patient is stable.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: d2b (lit; dqy). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported entrapment issue could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (lit; dqy), b5, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, 60-year-old male patient underwent a percutaneous transluminal angioplasty procedure using a vaccess balloon. The doctor placed the balloon within and around the area in which the patient had a stent. As the balloon was inflated and deflated, as the doctor moved the balloon along the course of the patient¿s fistula, which had a stent previously placed. The balloon was caught on the stent causing a tear or a rip. The ruptured balloon was removed, and the rest of the procedure was done using a stronger balloon within this area of stenosis. There was no injury and patient is stable.